Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, black foreign matter on the hub was observed as well as foreign matter on the surface of the cannula. A device history record review found no non-conformances associated with this issue during production of this batch. As the sample was not returned for further investigation to determine the foreign matter type, the root cause of this nonconformance could not be determined.

Event description:
It was reported that 2 needle 19g 1-1/2in tw experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: black and white particles on the metallic part of the needle. Our technicians have said that these particles look like the glue that holds the needle together.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle 19g 1-1/2in tw experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: black and white particles on the metallic part of the needle. Our technicians have said that these particles look like the glue that holds the needle together.